Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection eight tubes clotted after collection. The customer indicated some of the pst tubes appeared to be missing additive. There was no report of impact to patient or user.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 19-feb-2024. H.6. Investigation summary: bd received 10 samples and 2 photos for investigation. The photos were reviewed and the indicated failure mode for incorrect additive quantity were observed, clotting could not be observed in the photos. Sample analysis: 10 customer returned samples were received: 3 tubes in a bag marked "bad" 5 tubes in a bag marked "good" 2 additional tubes were received visual inspection was performed on the returned samples: the 3 tubes in the bag labelled bad: appeared to have a very light spray coat pattern the 5 tubes in the bag labelled good: no issues were found the two additional tubes received: did not appear to contain additive. The initial 8 samples were functionally tested for heparin activity. Those in the bag marked "good" were within specification. Those in the bag marked "bad" were below specification. Retention sample testing: 100 retention samples from bd inventory were visually inspected with no issues identified. Additionally, 5 retention samples were functionally tested for heparin activity and all were within specifications. Complaints for sample quality are under statistical control for the month of december 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for insufficient additive and clotting based on the investigation completed. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection eight tubes clotted after collection. The customer indicated some of the pst tubes appeared to be missing additive. There was no report of impact to patient or user.